Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) of in the 40¿s (mg/dl). Bg was addressed with carbohydrates. The customer was new to the pump and suspected that the personal profiles may need to be adjusted. Reportedly, the customer contacted a healthcare provider regarding the event.